Event description:
Caller reported that a malfunction occurred on the pump, specifically displaying a malfunction code. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.